Event description:
Alert: rv bipolar lead impedance warning on (B)(6) 2021. Today rv impedance is bipolar 266 ohms and unipolar 285 ohms. Lead trends stable. Device appears to be oversensing on the atrial lead. Last p wave measured 2.smv. Sensitivity programmed 0.3mv." Lead manufactured by st jude case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).